Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of MFR report #1416980-2019-04233. All investigation activities will be captured under report 1416980-2019-04233.

Manufacturer narrative:
The customer reported this event to the FDA through medwatch mw5088176. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia container was leaking from the bottom seam of the bag. This issue was identified when the intravenous medication was transferred into the container. There was no report of patient injury or medical intervention associated with this event. No additional information is available.